Event description:
It was reported of a possible right ventricular lead failure as the lead had poor sensing and an extremely elevated pacing threshold. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed and no anomalies were found. However, the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, there was an exposed defibrillation coil with white substance, the helix/lobe was distorted/bent, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed and no anomalies were found. However, the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, there was an exposed defibrillation coil with white substance, the helix/lobe was distorted/bent, blood in/on helix/lobe mechanism and there was apparent explant damage.